Manufacturer narrative:
On completion of the investigation (B)(6) 2021, the customer returned one ksaw-6.0-38-90-rb-shtl to cook for investigation. Physical examination of the returned device showed the distal tip of sheath wrinkled. There is no evidence from device failure analysis that the complaint was manufactured out of specification. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an embolization of a cerebral aneurysm a flexor shuttle tibial guiding sheath was used. The user felt resistance during use of the device, therefore they removed it from the body and noticed the sheath tip was damaged in the form of it being split. It is unknown if any other medication or medical products were used during the procedure. It is unknown if the patient had tortuous, calcified, or scarred anatomy. Another same type device was used to complete the procedure instead. No adverse effects were reported due to this occurrence.